Manufacturer narrative:
(B)(4). The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced a syncopal episode. Upon device interrogation, the device was found to be in safety mode; and had exhibited error codes and loss of capture with greater than two seconds of asystole. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced a syncopal episode. Upon device interrogation, the device was found to be in safety mode; and had exhibited error codes and loss of capture with greater than two seconds of asystole. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error, which resulted in software resets that were performed in an attempt to correct the error. These resets then caused the device to enter safety mode. The battery was removed and detailed analysis was able to confirm the cell had a high internal impedance. The high internal impedance resulted in the software resets, reversion to safety mode operation and the reported clinical observations. Patient code 3191 is being used to capture the additional intervention performed. The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.